Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The pt was reported to be high-risk for endovascular repair because of multiple comorbidities, severe angulation in the aortic neck and extremely tortuous iliac vessels. The physician deployed the bifurcated stent graft, however, he aborted the procedure and converted the pt to standard open repair because of the aortic neck angulation. The pt expired the following day due to multi system organ failure and complications from the open repair procedure.